Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis, and high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 800mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with intravenous drip and insulin. It was also reported that the customer received a compromised force sensor system alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had compromised force sensor error alarm during basic occlusion test due to protruded/loose drive support disk. Unable to perform occlusion test due to compromised force sensor error alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).